Manufacturer narrative:
The customer¿s report of leaking from the pump segment was confirmed. The set was visually inspected and no anomalies were observed. Functional and pressure testing confirmed leaking from a small pinhole on the silicone segment tubing near the upper fitment. No crush marks or tool marks were observed on or around the upper fitment. The cause of the leak was a pinhole on the silicone pump segment near the upper fitment. The root cause of the pinhole is unknown.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that IV solution was found to be leaking from the upper portion of the pump segment, causing the pump to "malfunction and a delay in med administration."